Manufacturer narrative:
Date of event and therapy dates are estimated. Further information was requested but not obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21889. Related manufacturer reference number: 1627487-2020-21890. It was reported that the patient experienced ineffective therapy. In turn, patient underwent a scs trial with leads at a different location and achieved adequate therapy during the trial. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6)2020 wherein the entire system was explanted and replaced with a new system to address the issue. Reportedly, effective therapy was confirmed post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.